Event description:
It was reported that the device was not responding to telemetry and would not interrogate. It was noted that the patient had last been seen three years prior at which time the device was okay. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.